Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery cartridge for the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not hold a charge. It was reported the issue occurred while testing the imaging system for a separate issue. There was no patient present when this issue was identified. No additional information was provided.